Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient and patient's friend/family regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by that patient had revision (B)(6) 2018. They moved something from one side to the other. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband who explained the revision was (B)(6) 2018 happened because the patient had bleeding at the implant site, he had no other details about the revision, other than to say the device was working as expected. No further complications were reported or anticipated.